Manufacturer narrative:
Additional information was received that during the procedure the patient went into cardiogenic shock and was placed on cardiopulmonary bypass (cpb). Patient code: c50479

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that following the implant of this 23mm transcatheter bioprosthetic valve a dissection involving the aortic arch was noted with a hematoma compressing the right atrium and right ventricle. A median sternotomy was undertaken to evacuate the hematoma, however, the patient expired during the procedure. It is unknown if the dissection was device related. It was reported that the nose cone of the delivery catheter system separated from the capsule when making the turn over the aortic arch during the attempt to cross the valve plane. It was also reported that this was an extremely calcified annulus with a very small valve orifice area. No autopsy was performed. Additional information received states that when making the turn over the aortic arch during the attempt to cross the valve plane, a gap occured between the nose cone and the capsule (fish mouthing). It was noted that they were unable to determine with certainty whether the dissection was caused by the catheter or during the original crossing of the aorta with numerous wires/catheters.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
From the available information, a conclusive cause for the dissection and patient death cannot be determined. The pre-implant computed tomography measurements showed the patient had small femoral arteries and it was reported the patient had a calcified annulus with a small orifice area. The devices were not returned for analysis and the angiographic record was not made available for review. It is unclear when the gap in the delivery catheter system (dcs) was noted and if the user continued to advance the dcs after noticing the gap. If the capsule was closed correctly at insertion, it cannot be determined why a gap occurred. The dissection was not recognized until post-deployment and at this step in the procedure multiple wires and catheters have crossed the aortic arch as well. A conclusive cause for the dissection cannot be determined from available information. Cardiovascular injury, including dissection, is a known potential adverse effect associated with the procedure.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow-up report will be submitted. The device history review and investigation is still in progress, once the review and investigation is complete a supplemental report will be submitted. (B)(4).